Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were hit with four "electrocutions" from the cardiac resynchronization therapy defibrillato r (crt-d) in one night and were knocked off their feet. The patient was taken via ambulance to the emergency room and was admitted to the hospital where they remained for a week. The patient said they were told by their physician that they weren't sure why the patient had been shocked. The patient reported being told that they were about to "stroke out" due to their blood being so thick so it was good that they received the shocks though they shouldn't have been shocked for that particular reason. The patient said their lungs weren't getting air and they required oxygen therapy. The patient said the shocks hurt very much and were traumatizing. The patient wanted the device taken out; however, that was not feasible due to their age and health. The patient reported severe dizziness, shortness of breath, being drained of energy, fatigue, pain, anxiety, and distress. The crt-d remains in use. No further patient complications have been reported as a result of this event.